Event description:
My ICD had a recall and I was never notified until I had to have a second one put in recently. The doctor came out and told my pastor that the device was recalled and that he implanted a new one. For months I suffered with severe discomfort and pain. I called st. Jude and they told me to contact a (B)(6). Never heard from them. I have contacted an attorney for help with a lawsuit. I shouldn't have had to suffer if I knew about the recall. Had 2 test done on the ICD and don't remember the dates but they were in 2017. The tests had a red box with an alert in it and I asked if it were a concern and was told no. The second test had the same red box and the tech told me that one of the leads was pulling out 1.5 more voltage than it should. Again I was told not to worry about it.